Event description:
It was reported that during an unk procedure, the device was slightly scissoring the clips and the clips seemed to be positioned slightly back from where they thought they were placing the clip. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.